Event description:
The customer reported being treated by the paramedics due to low blood glucose of 41mg/dl. The customer stated that she has low glucose during her menstrual period. Advised the customer to revert to back up until a loaner of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned on conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.